Event description:
It was reported that the ventilator's nurse call port was not actuating. There was no alarm at the nurse call station. The event occurred during testing and the ventilator was not connected to a patient.

Manufacturer narrative:
The field service center replaced the power board to correct the reported problem.